Event description:
Revision of left shoulder components due to infection. The stem was cemented when initially placed. There was a substantial amount of infection found in the glenosphere itself and also around the screws of the glenoid plate. Less infection associated with the stem.

Manufacturer narrative:
Explanted devices have not been returned to MFR for eval.